Event description:
Pt called lfs alleging that pt meter was prompting the "clean test area" message. It is unknown when the meter started prompting the message because the pt reported testing their child's blood glucose level and obtaining a "17 mg/dl". Child had been ill at the time of the test. The pt reported giving child orange juice after obtaining the low reading and taking pt to the physician the following morning. Pt's child has not been diagnosed with diabetes. The physician referred pt to lfs to obtain a replacement meter because he belived the meter was "broken". Pt also reported that the meter had been reading inaccurately erratic (date/time unknown) when pt had been testing own blood glucose level. Pt reported that they had obtained a "372 mg/dl" and "304 mg/dl" and had no symptoms (time/date unknown). No other info was provided. Pt never sought any medical care from a health care professional. There was no evidence that the meter caused any adverse event or serious injury. The pt did report cleaning the meter with alcohol. It is unknown if the user error may have contributed to the "clean test area" message, since the meter is classified as having a test strip port issue, which results in the "clean test area" message. The customer service rep replaced pt's quality care kit.